Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with a back-up alarm failure message. The customer reported the device was in use on patient, but there was no patient harm.

Manufacturer narrative:
Follow-up repair information the field service engineer (fse) replaced the speaker to address the reported problem. Per fse the unit was not in use on patient.